Manufacturer narrative:
Conclusion: device investigation did not reveal any damage which is expected to have been present whilst implanted. The observed symptoms are most likely due to an increase in skin flap thickness as it was reportedly found to be 15 mm at explantation. The instructions for use (IFU) should be considered as it states: "in order to achieve good magnetic holding power and optimal coupling the distance between the lateral side of the implant and the surface of the skin (with hair) shall not exceed 6 mm." In addition sound quality issues when using the device were reported, which could be due to lack of retention of the coil over the implant. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, the hearing performance with the device is affected. The user has been re-implanted. During explantation extensive drilling out of bone and fibrosis was necessary. Excessive bone was also noted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device is affected.